Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power. The reporter stated that there was a crack along the battery compartment and the battery cap threads were stripped. The cap was unable to be secured properly to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the black box was reviewed and showed pump reboots. The battery compartment was observed to have cracks in thread area and the threads were damaged. The pump was unable to maintain an electrical connection with returned the battery cap and the cap was unable to fully tighten due to damaged threads. All testing was performed with a test battery cap. The pump powered on with a test battery cap to an unrelated dim, discolored display issue. A power loss was not observed. The pump was exercised with a test cap for 24 hours with no reboots, loss of power or call service alarms occurring. The pump case was opened and there was evidence of moisture contamination inside the pump.